Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 24134 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle. Review of the smart chip data indicated the catheter was used for 2 applications on the event date. The catheter was recognized and passed the electrical integrity verifications and performance testing. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the reported visible blood was not observed during testing. The catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 203cx, product type: coaxial umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, blood was observed in the catheter and a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Both the catheter and the coaxial umbilical cable were replaced, and the case was completed. No patient complications have been reported as a result of this event.